Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was using insulin pens to fill the cartridge. Tandem technical support educated the customer that using insulin pens was off label and to use vials to fill the cartridge. There was no adverse impact to the customer's blood glucose level. Customer continued to use the existing cartridge.